Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side implant rupture diagnosed via ultrasound and MRI. The device has been explanted.

Manufacturer narrative:
Device photo evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2023. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side implant rupture diagnosed via ultrasound and MRI. The device has been explanted.